Event description:
It was reported that the patient received multiple inappropriate shocks over the past 14 months due to t wave oversensing. The lead remains in use, however the patient's device will be replaced in the near future with a device that will be able to be programmed to compensate for the t wave morphology. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One ventricular non-sustained tachycardia episode of 205 ms occurred on (B)(4)-2012 16:07:55.